Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2021 was chosen as a best estimate based on the date that the manufacturer became aware of the event. (B)(6). (B)(4). The returned sensor was analyzed, and a visual evaluation noted that the sleeve was totally detached. The ptfe coating was also peeled at the proximal section. The outer diameter dimensions were found within specification. No other problems with the device were noted. The product analysis revealed that the shrink sleeve was totally detached and the shrink sleeve was not returned; hence, no product analysis could be performed on the shrink sleeve to determine a possible problem. Based on the condition of the device, it could have been caused due to interaction with other devices used in the same preparation, handling/manipulation of the device and preparation factors involved could have induced the problem observed. Based on all gathered information, the most probable root cause of this event is adverse event related to procedure since it is most likely that the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a sensor guidewire was used in the urinary tract during a transurethral lithotripsy (tul) procedure. The exact procedure date is unknown. Upon opening the package during preparation of the sensor guidewire, it was noticed that the ptfe coating peeled. The procedure was completed with a new sensor guidewire. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results: sleeve totally detached.